Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.evaluation summary: the lead was returned and analyzed. Primary analysis revealed that the helix was bent. Visual analysis indicated that the lead was damaged at implant. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the attempted implant, the helix would not fully extend and impedance was high. The physician suspected that the lead was kinked. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.